Event description:
On (B)(6) 2022, an amazon customer commented that the product was not accurate. A customer said that these tests were not accurate attaching the photo showing three test results, one was positive for flowflex and the others were negative for celltrion. Importer comments: since the celltrion diatrust covid-19 ag home test is very weak at detecting covid-19, results from celltrion with very faint t-lines in the picture were interpreted as positive according to the IFU of celltrion diatrust covid-19 ag home test, which described the sensitivity of detecting covid-19.however, it may look like a negative on the user side. Due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent.